Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this report is being submitted solely on the customer's reported issue. Manufacturer (B)(4).

Event description:
Customer reported while her mother was in use with the heel protector for her decubitis ulcer on her heel, her skin under her toes turned black. Customer confirmed that the proheelix was not removed every two hours according to the IFU. The date when the issue was discovered was not provided.